Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial customer comment. Analysis did find that the upper and lower cases were broken, the ring cover and two side bail covers were broken, the battery release and lead flex cover were broken, the battery contacts were contaminated, the ring was bent and one side bail was missing, the battery drawer was broken, and the keyboard pad was cosmetically scratched and pitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the device was async pacing only. It was further reported the device was "stuck" in emergency mode and would not come out of that position. No patient involvement or complications were reported as a result of this event.